Manufacturer narrative:
D6: device returned with no lot identification. Based upon inquiry information received and visual examination, the reported event was confirmed due to two staples jammed in the nose. The instrument was received with two staples jammed in the nose. The instrument was disassembled and 17 staples were found in the track. No conclusion could be reached as to how the staples had become jammed in the nose. Based upon the inquiry information received and the visual examination, no conclusion could be reached as to how reported event during surgery occurred. The instrument was received empty. No functional testing could be performed due to the instrument being returned empty. No anomalies could be identified during the evaluation.

Event description:
It was reported that a ems was used during a laparoscopic hernia procedure. It was reported by affiliate that the first stapler jammed directly (possibly no staples in the instrument). The second device, the "b" formation did not occur after firing the device. A third device was used to complete the case. There was no consequence to the pt.